Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient said when they were recharging it was hard to get the three tears to display. They said it was near they would get them. The patient said they could've been having a problem because they were not getting the three droplets, but they weren't having any problems. The patient said they had gone 7, 8, 9 hours of charging. The patient said they had only gotten the water droplets about 5-6 time over a month time. The patient said to get the filled black battery it would take 3-10 hours before they could get three tears. Patient services told them to let them know if anything changes. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). The hcp reported that the patient's spouse stated that reassurance from the manufacturer representative (rep) relieved the patient's stress about recharging. The hcp reported that positioning was the apparent cause. The hcp reported that the patient was encouraged to check the system as it was charging to assure the placement was optimal. The hcp reported that the issue was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the implanted device gets low and flashes more often lately. The patient reported that the issue has been resolved somewhat. The patient reported that they needed to recharge until the ins was full and the "teardrop" shows. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that they have needed to charge the ins more frequently than before. The patient reported that the ins was only good for about 12 hours and that there had been no changes to their settings. The patient reported that they have an appointment to see their managing healthcare provider (hcp) on (B)(6) 2018. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.